Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm as well as multiple pump error alarms. The customer¿s blood glucose was 95 and 257 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The other relevant blood glucose values were 125, 160, 145 and 90 mg/dl. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event 40 mg/dl. Threshold suspend limit in sensor settings 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was performed for pump error alarm and the customer states they are able to rewind the pump. The customer performed displacement and self-test and it passed the test. The sensor will be returned for analysis.